Event description:
During a laparoscopic cholecystectomy procedure, the device shot the clips straight out without bending them. Another like device was used to complete the procedure. There was no patient consequence.